Manufacturer narrative:
Batch review performed on 07 july 2026 lot. 2521356: (B)(4) items manufactured and released on 30-sep-2025. Expiration date: 2030-sep-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revison surgery due to infection after about 1 month from primary. The surgeon performed a washout and revised the insert to a same size insert.